Event description:
It was reported that the insulin gauge displayed an amount different than expected, and the caller was experiencing a fill estimate issue with a static display of 160 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the issue, explaining that a large variance in measured pressures used for calculation could cause this display issue and assured the caller that the fill estimate would count down normally once conditions equalized. The caller understood and acknowledged the explanation.